Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The technical support specialist confirmed the customer¿s report that the system was unable to issue medication and that the drawer would not open. The tss assisted the customer, and once the user logged out completely and logged back in, the customer was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.